Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 34 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of parity 3. Previously administered products included: mirena and oral contraceptive nos. Concurrent conditions were listed as uterine fibroid, dysmenorrhea and heavy periods. On (B)(6) 2017, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. On an unknown date, the patient had essure inserted. The patient was treated with surgery (total vaginal hysterectomy with bilateral salpingectomy). The reporter considered medical device removal to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2017: specimen(s) submitted as: uterus, bilateral tubes (left tube attached). Clinical history: intramural leiomyoma of uterus, menorrhagia. Final diagnosis: uterus and bilateral tubes, hysterectomy and bilateral salpingectomy: uterine cervix with mucous cysts and patchy chronic inflammation. Mild subserosal fibrosis (see comment). Proliferative endometrium with focal features of adenomyosis. Benign fallopian tubes. Essure devices (x2). No carcinoma, dysplasia, or atypical hyperplasia identified. Gross examination: uterus, bilateral tubes" consists of a previously opened uterus with attached cervix and attached left fallopian tube. The left fallopian tube is removed and the uterus and cervix together weigh 108 grams. A coiled wire device is present in the right fallopian tube stump. Ithin the container is a detached fallopian tube segment 4.6 cm in length by a maximum 0.5 cm in diameter with a fimbriated end. The left fallopian tube measures 6.5 cm in length with maximum 0.5 cm diameter and a fimbriated end. A coiled wire device is noted within the lumen of the left fallopian tube on sectioning. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 26-dec-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 34 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of parity 3. Previously administered products included: mirena and oral contraceptive nos. Concurrent conditions were listed as uterine fibroid, dysmenorrhea and heavy periods. On (B)(6) 2017, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. On an unknown date, the patient had essure inserted. The patient was treated with surgery (total vaginal hysterectomy with bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2017: specimen(s) submitted as: uterus, bilateral tubes (left tube attached). Clinical history: intramural leiomyoma of uterus, menorrhagia. Final diagnosis: uterus and bilateral tubes, hysterectomy and bilateral salpingectomy: 1. Uterine cervix with mucous cysts and patchy chronic inflammation. 2. Mild subserosal fibrosis (see comment). 3. Proliferative endometrium with focal features of adenomyosis. 4. Benign fallopian tubes. 5. Essure devices (x2). 6. No carcinoma, dysplasia, or atypical hyperplasia identified. Gross examination: uterus, bilateral tubes" consists of a previously opened uterus with attached cervix and attached left fallopian tube. The left fallopian tube is removed and the uterus and cervix together weigh 108 grams. A coiled wire device is present in the right fallopian tube stump. Ithin the container is a detached fallopian tube segment 4.6 cm in length by a maximum 0.5 cm in diameter with a fimbriated end. The left fallopian tube measures 6.5 cm in length with maximum 0.5 cm diameter and a fimbriated end. A coiled wire device is noted within the lumen of the left fallopian tube on sectioning. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.